Event description:
The pt ((B)(6)) rec'd his scs system including an ipg, leads, and lead extension on an unk date. It was reported that the pt lost stimulation on (B)(6) 2008. The lead extension was explanted and replaced on (B)(6) 2008. F/u on the pt found that no further issues have been reported. The explanted extension was returned to ans for eval. No further info is available.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. All wires are broken in the extension header. Extension fails continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.